Event description:
It was reported as the surgeon was engaging the locking cap the threading sheared off. The surgeon used another locking cap to complete the surgery.

Manufacturer narrative:
The device was returned for evaluation. A review of the device history showed no anomalies. From the physical evidence the locking screw was used to persuade the rod into place causing the thread damage to the screw. The locking screw is not to be used to persuade the rod into place. Based on the reported info and the investigation results provided integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.